Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high shock impedance out-of-range of 120 ohms. The plan was to explant this lead. However, due to removal difficulties this rv lead had to be abandoned. No additional adverse patient effects were reported.